Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the aquabeam robotic system displayed an e05 - console error code. The surgeon powered the console off and on twice; however, the error reappeared shortly thereafter, midway through the treatment. Due to the malfunction and the small gland size, the surgeon elected to convert and complete the procedure using transurethral resection of the prostate (turp). There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.